Event description:
Boston scientific crm received information that this right atrial (ra) lead had high threshold measurements reported. This lead was explanted, and a new lead was successfully implanted. To date, no adverse patient effects were reported.